Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "the part of teflon pad melted and deformed". The teflon pad was found broken off at the distal tip. Clamp arm holding the teflon pad was still able to open/close. Teflon material, approximately 0.11¿ x 0.06¿, was missing and not returned by the customer. Failure analysis found the primary failure of damaged teflon pad to be related to the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted gastrectomy - subtotal surgical procedure, the teflon pad of the harmonic ace instrument was found to be melted and deformed. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.